Manufacturer narrative:
(B)(4).

Event description:
Pt mom (B)(6) reports signal loss on smart device.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause could not be determined. No additional event or patient information is available.